Event description:
A physician reported a patient who received her first skin test on 07/14/1997 in the right forearm. Nothing significant was noted on the day of testing. Beginning 08/11/1997, the patient noticed redness and hardness at the site of the test implant. On 08/15/1997, the patient was seen in the office, and the test site area was described as a 4" x 2" area, swollen and red, with a 1/2" high lump in the exact area of implantation. The raised area was hard and painful. The physician diagnosed a positive skin test, prescribed oral keflex and benadryl, and made no other suggestions for intervention. On 08/18/1997, the symptoms had improved since the last office visit. Since the area was much smaller, no other medical or surgical intervention was planned.